Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device history: lot part: 03.037.022. Lot: f-20156. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 15.jun.2016. Device history review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that a patient underwent an intramedullary nailing of a subtrochanteric femur fracture (orthopedic procedure) with trochanteric femoral nail-advance (tfna) and "insturments" on (B)(6) 2018. Upon reaming for insertion the surgeon noticed the appearance on 3 tiny radio opaque fragments in the femoral neck. It was surmised that a cannulated step drill bit had broken. The surgeon removed the cannulated step drill bit and attempted to remove the fragments of tiny metal pieces via suction. One fragment was removed and two shards/specks/shrapnel of metal remained in the femoral neck. It was mentioned that the cannulated step drill bit was inspected after the completion of the case and it appeared that some small flakes may have eroded from the flutes from the top of the drill bit. There was a delay of approximately 10-15 minutes attempting to remove the fragments. The hospital insisted to retain the instrument for internal investigation. The procedure was completed uneventfully and patient outcome is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).